Manufacturer narrative:
Siemens is investigating the issue.

Event description:
A discordant, falsely depressed creatine kinase patient result was obtained on an atellica ch 930 instrument when run in duplicate. The initial result was not considered discordant and was not reported to the physician(s). The sample was repeated with auto-dilution and again without dilution on the same instrument. The last repeated result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed creatine kinase patient result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00209 on 24aug2021. Correction (10sep2021): in section b2 of the initial MDR, "death" was checked off in error. It has been updated to be unchecked. Additional information (25aug2021): the customer contacted the siemens customer care center (ccc) and a siemens customer service specialist (css) reviewed the data provided. There was a decreased absorbance observed across all wavelengths after the sample addition read point. The absorbance remained depressed throughout the rest of the reaction cycle indicating an issue with sample addition to the reaction cuvette. Siemens could not rule out a preanalytical factor from potentially causing this isolated low result on the auto-diluted sample. System was fully functional. The instrument is performing according to specifications. No further evaluation of this device is required.